Event description:
The patient experienced a loss of therapeutic effect; she started shaking again and was feeling very weak. It was noted that the patient fell a lot (she would drop to her knees), but this was normal for the patient. The programmer showed that the battery was okay and that the therapy was turned on for both devices. The patient was at home, but planned to make an appointment with her physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 6000032200907094.

Manufacturer narrative:
(B) (4).